Event description:
It was reported that the lead failed. It was also reported that the lead impedance was out of range, unstable and high and the lead had no capture. It was also noted that the lead had increasing bipolar threshold and a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism. Analyst visual comment: blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.